Event description:
It was noted the reason for revision was that the patient picked up their granddaughter and did something to the leads.

Event description:
It was reported the patient¿s leads ¿fell down¿ during a surgical procedure. The reporter states the leads were placed near her head and the revisions was done on (B)(6) 2013 to fix the issue. The reporter further stated that it had nothing to do with their healthcare professional or the implantable neurostimulator, but it was their fault. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).